Event description:
Caller alleged discrepant results using the inratio2 meter while training the patient self tester at the doctor's office: results as follows: date: (B)(6) 2011, inratio: 1.3, re-test: 1.2, (coagucheck) doctor's poc: 3.1. Less than 5 minutes between tests and they used a different finger stick each time. First inratio test: used a microsafe cap. Tube. Second inratio test: tested directly from the finger. Caller reports that initially they had problems with getting blood, but then it flowed fine.

Manufacturer narrative:
Investigation pending.